Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) high out of range shock impedance measurements were observed when another manufacturer's chronic right ventricular (rv) lead was connected to the device. Testing of the rv lead through another manufacturer's pacing system analyzer (psa), revealed high out of range pacing impedance measurements. The physician suspected a lead issue. Due to tight patient anatomy, the physician elected to leave the chronic rv lead connected to the device pending a potential lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a revision procedure was performed six days later. The rv lead was explanted and replaced. Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.